Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving clonidine with concentration 250.0 mcg/ml, bupivacaine with concentration .90 mg/ml, and dilaudid with concentration 10.00 mg/ml via an implantable pump for spinal pain. The dose rates regarding all three pump medications were unknown. It was reported that the patient was wondering if their pump should be moving around and giving them pain. The patient could feel their pump move and it was very painful. The only way to stop the pain was to put her right leg up and brace it. The issue occurred 5 to 6 days ago. The date (B)(6) 2019 is considered an approximate date of event (month and year known only). It was further reported that the patient was questioning if having the pump installed made them more susceptible to sinus infections. It was clarified that the patient did not believe her sinus infection was related to the pump. It was noted that the clinics the patient reached out to from the first provided listing were telling her that they wont work with pump that have been implanted by out of state healthcare providers. The patient was having difficulty finding a local managing healthcare provider for their pump. The patient was currently flying to (B)(6) for refills, but the pump was moving around and causing pain. Physician listing were provided as requested. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a healthcare provider. Regarding if the cause of the pump moving around was determined, it was noted that the patient was not seen in follow-up yet. The issue was not yet addressed. They would discuss with the patient at the next office visit. The patient¿s weight at the time of the event was unknown. Regarding the current status of the device, it was noted as being operational.